Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera faulted. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - australia continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. H3, h6: multiple fdd/annex a codes were reported. A05 was coded for camera faulted. A1102 was coded for camera faulted. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The 9735821r camera lot number p901779 was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility and intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .862mm, with a passing threshold of 0.250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Previously reported codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.